Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: precision edge manufactured the 2.4mm threaded reduction tool. The supplier's certificate of compliance indicates that the parts were made to and met all required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device receipt date at manufacturer was incorrectly reported on medwatch follow up #1. The correct date received was jun 16, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that part of a reduction tool snapped off and remains in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a product evaluation was performed. The investigation of the complaint articles indicates that: the 2.4mm threaded reduction tool (03.507.002 lot 7287184) is a component of the matrixmidface plating system. The instrument is intended to be utilized with a t-handle for the reduction of displaced craniofacial fractures (technique guide j6193-b). The top level drawing for the threaded reduction tool (03_507_002 rev d) used at the time of manufacture (3/2013) was reviewed and found to be suitable for its intended use. The device was received under the complaint category ¿broken: intraoperatively.¿ the returned device was clearly fractured approximately 2.0mm distal to the locating ball. The system technique guide notes: ¿while manipulating the fragment, avoid excessive bending force on the instrument, as this may cause the tip of the threaded tool to break. If this occurs, the tip must be explanted using a bur to remove the bone and surrounding tip.¿ this is likely what occurred to this device. As the device is broken, the complaint is confirmed. The threaded reduction tool was received with a broken distal tip. The fragment was not returned. It is likely that an excessive force was applied on the instrument which caused the instrument to fail just above its intersection with the patient¿s bone. No deviations from the product drawing were identified in the device history records, or through evaluation of the returned device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.